Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found that insufflation port was broken to be related to the customer reported complaint. The insufflation port was broken apart from the floating cylinder. The broken piece was not returned with the seal. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. As of 12/24/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details via system logs cannot be performed because the accessory's usage is not present in the logs. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insufflation port on the universal seal broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred when insufflation was being used. The customer was unsure on how quickly insufflation was lost and if there was any adverse event to the patient. There was no other issue reported.